Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("cant wait to be pain free") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal adhesions ("the adhesions in my abdomen were bad I guess"). The patient was treated with surgery. Essure was removed. At the time of the report, the pelvic pain and abdominal adhesions outcome was unknown. The reporter considered abdominal adhesions and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain, abdominal adhesion. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.